Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a left rotator cuff repair surgery, there was difficulty passing the regeneten graft deploying device down the guidewire. The graft was deployed into the sub acromial space. Two tendon anchors were deployed into the corner of the graft. An additional tendon anchor was inserted into the graft, but the graft was too swollen and the anchors did not grasp any tendon beneath. Two additional tendon anchors were attempted to be inserted, but they did not hold into the bone. Since the graft was very swollen, friable, and kept rolling back on itself, it was decided to abandon the use of it. The graft was removed along with the bone/tendon anchors. Cuff repair remained intact and satisfactory. The procedure was completed with non-significant surgical delay. No further complications were reported. The patient status is unknown. No further information was provided.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the product requirements specification found that the device dimensions are appropriately specified. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.